Manufacturer narrative:
Correction: the actual aware date is 18-june-2024 and not 18-june-2023 as reported in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the device lost signal. The case was prolonged and the user had to use nim 3.0 to complete the procedure. There was no major adverse impact- extra dissection to the vagus. The device never had a signal. The vagus was check first to make sure the nim is working appropriately. The vagus was checked and the electrodes had 4 checks, checked the tube, wired the pi box, restarted the machine and redid the setup. The right side was used to check if the left side was defective. Manually checked the nerve with her finger and felt a twitch. Clearly was touching the nerve and did not see a response. Switched to 3.0 and received signal. No known patient impact.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.